Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 85 months, oversensing without inappropriate therapy was reported. The lead was replaced, but not returned to biotronik. No adverse patient side effects have been reported.